Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer was able to successfully charge the pump. No additional information was provided. Customer¿s blood glucose level was 156 mg/dl.